Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address elevated ion levels. Stem loosening was also suspected; however, the stem was found to be well-fixed. Doi (B)(6) 2005 - dor (B)(6) 2012 (right hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, inflammation, bursitis, metallosis, nerve damage, lack of mobility, cystic lesions, tissue damage, bone erosion and pseudotumors. There is no additional information that would affect the outcome of this investigation. Update rec¿d (B)(4) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, elevated ion levels, and retroverted cup. Records are available for further review. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
(B)(4). Reason for original complaint. Patient was revised to address elevated ion levels. Stem loosening was also suspected; however, the stem was found to be well-fixed. (B)(4). Update: 9/18/13 - litigation papers received. Litigation alleges pain, inflammation, bursitis, metallosis, nerve damage, lack of mobility, cystic lesions, tissue damage, bone erosion and pseudotumors. There is no additional information that would affect the outcome of this investigation. Update rec¿d 3/27/2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, elevated ion levels, and retroverted cup. Records are available for further review. The complaint was updated on: 04/23/14. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Updated 16 june 2015 - no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.